Event description:
During a clinic follow-up, a high capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was capped to resolve the event. The patient was stable and will continue to be monitored.